Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
An on-site investigation was conducted by our field service engineer, during which the reported issue was reproduced. According to the service report, the flow transducer test failed during the pre-use check, and replacing the nozzle unit in the o2 gas module resolved the issue. Following this, the ventilator passed all functional and safety tests and was cleared for clinical use. However, the replaced nozzle unit was not returned for investigation, as it was retained by the healthcare facility. The nozzle unit is a component in the gas module, responsible for regulating the inspiratory gas flow to the patient. It comprises a membrane, a mouthpiece, and a feather spring. The membrane is pressed against the mouthpiece by the feather spring to control the gas flow through the gas module. A faulty nozzle unit can lead to ventilation stop, low oxygen levels, or excessive pressure. According to the manufacturer's specifications, the complete nozzle unit should be replaced during preventive maintenance. Based on the information provided, no preventive maintenance has yet been performed, as it is still within one year or 5,000 hours of operation. The reported issue has been confirmed in the device logs. Since the replaced part was not returned for investigation, the exact cause of the failed flow transducer test during the pre-use check has not been definitively determined. However, it is likely that the nozzle unit contributed to the event.

Event description:
Manufacturer's ref #: (B)(4).